Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(6).

Event description:
The complaint/event involved a microclave® clear neutral connector that was reported to have a crack in the plastic. This defect was noticed during a patient's infusion. It is unknown how long the product was used before the problem was noted. There was no unexpected or prolonged care. There was no report of human harm.

Manufacturer narrative:
Two used samples of list #mc100 were returned for evaluation. As received, no physical crack, damage or anomalies were observed on the samples only an internal solution residual. Both microclaves were primed as per procedure and no internal/external leaks were confirmed. Complaint of cracks was not able to be confirmed or replicated. The device history record could not be reviewed because the lot number for this complaint was unknown.